Event description:
It was reported by service report that the weld was broken on both IV poles and there were sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: broken weld on IV poles.